Event description:
Per the clinic, the attract magnet was explanted on (B)(6) 2020 (specific date not reported) due to retention issues and pain around the magnet site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
It was reported that the patient underwent revision surgery in (B)(6) 2020, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture. This report is submitted on july 14, 2022.